Event description:
The coil broke in its distal section. It was not stated where the event occurred. This was determined to be a MDR after the coil break was discovered during the analysis. No other information was provided about the procedure.